Event description:
It was reported that the attune affixium cementless patella was received in online usability survey. The patellar compression device broke. The threaded compression screw handle broke off requiring significant effort to unscrew and remove the device from the patella.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This is a duplicate report of 1818910-2024-15195. 1818910-2024-15142 is being retracted as it is a report duplication. 1818910-2024-15195 will be kept for investigation purposes.